Event description:
It was reported, the patient¿s device was in over-discharge and the patient had not felt stimulation or charged their device in over 3 months. It was reported, the manufacturer representative thinks the over-discharge is due to how the implantable neurostimulator (ins) was implanted; it is a single mid-line incision and the patient is heavier and has a crease over it. It was noted, the manufacturer representative was unable to communicate with the clinician programmer, patient programmer or implantable neurostimulator recharger (insr). It was further reported that the patient has been having coupling bar issues since the implant. It was noted, the patient is meeting with their health care provider (hcp) for possible revision of the pocket. It was further reported, the patient has been over-discharged for at least 2 months. It was reported that 8 physician mode reset (pmr) sessions have been performed and the issue has not been resolved. It was noted that the patient does not use the recharging belt during recharging. Additional information received reported, a trickle charge was unable to be performed because, the implantable pulse generator (ipg) is tilted and the device is unable to accept charge. It was reported, the patient is going to be surgically revised at a later date.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomaly. The battery had reduced capacity due to over-discharge.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 977a160, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the device was replaced and the patient was doing well after the device was replaced.